Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the manufacturer representative was going to reprogram and give new programs. Device removal/replacement was not planned, and the device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted yesterday and it was working great but today it is not helping at all. Meaning patient is back to baseline bladder issues. Patient was told not to do anything with their external devices until the go back for follow up which is a month away. The caller asked for assistance using the external devices. Recommended patient notify managing physician about loss of therapeutic effect and ask if it is okay to adjust therapy settings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they got home from the implant surgery and were peeing all over themselves and felt stimulation more at the implant site. They increased amplitude and felt comfortable stimulation in the groin and helped with symptoms until last night. They had a return of symptoms, so they increased to 2.1 and have been ok since. The patient will continue to monitor their symptoms and adjust as needed. They see the doctor at the end of the month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were waiting for someone from the manufacturer to contact them about the device, someone was supposed to come redo or reprogram the device or something.